Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance to prime the pump. Customer's blood glucose was 462 to 545 mg/dl at the time of incident. Troubleshooting advised customer to follow up with their doctor regarding the high blood glucose and to call back if further assistance is needed.